Manufacturer narrative:
The evaluation results, although perhaps inconclusive in the absence of the event baseplate, could not verify this complaint and suggest that this event is not device related.

Event description:
Reporter states that the surgeon was inserting the tibial insert in the proper manner using the proper insert. Upon impacting the insert upon the baseplate (cat.# 6632-3-414 - lot code - eimea), he noted the insert would not engage the locking mechanism on the baseplate. The locking mechanism on the anterior portion of the insert allegedly was deformed. Another insert (lot code - uxmha) was opened. This insert snapped in, but the surgeon noted an unusual amount of play (looseness) between the baseplate. The insert was implanted in the pt. There was no adverse consequence for the pt.